Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 490 mg/dl. The customer treated high blood glucose with the insulin pump. The customer did not mention any symptoms related to the high blood glucose level. The customer did not mention whether the auto mode feature on the insulin pump was active or not. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.